Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor reported that the cutter did not function during surgery. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three other complaints for the reported issue. One probe complaint sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle is bowed and the cutter is stuck in port. No functional testing was performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive observed on the inner cutter when held under ultraviolet lighting. A few gouge marks observed along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that in the beginning of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. How and when the needle became bowed cannot be determined from this evaluation. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling and to reduce the frequency of probe complaints. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).